Event description:
As reported by the user facility: underinfusing during infusion of general fluids for hydration in outpatient infusion center. Infusion rate: continuous, believes the pump was infusing for 1 hour before noticing it was underinfusing - infusing at 65ml/hr - "did not appear to be running at right rate" pump log showed rate was changed to 130ml/hr and then clinician felt at that time the pump was underinfusing. No patient injury.

Manufacturer narrative:
(B)(4). B. Braun (B)(4). Is submitting a single report on behalf of b. Braun (B)(4), and b. Braun (B)(4). This report has been identified as b. Braun (B)(4). Device evaluation results: the reported failure was not reproduced. Volumetric accuracy was tested three times at a rate of 65ml/hr and 30 minutes, consistent with the pump log when the issue was identified. In all three instances the pump was operating within specification. Volumetric accuracy was also tested three times at a rate of 130ml/hr and 30 minutes, consistent with the pump log when the issue was identified. In all three instances the pump was operating within specification. Volumetric accuracy was also tested three times at a rate of 130ml/hr and 30 minutes, consistent with the pump log when the issue was identified. In all three instances the pump was operating within specification. Based on the results of the pump investigation, no conclusions can be made regarding the cause of the reported event. All available information has been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available.